Event description:
Meter was reading inaccurately and reading in the incorrect units of measurement. The medical affairs specialist (mas) left a phone message for the reporter and sent a letter to the reporter. The family member said the pt has epilepsy, high blood pressue, and diabetes. The family member found the pt passed out and having a seizure at 9:00 pm. The family member tested the pt with the reported meter and obtained a result of 6.6 mmol/l (119 mg/dl). The family member was not sure if the 6.6 reading indicated a low blood glucose. She gave the pt food and/or drank beverage folowing the use of the meter. The family member called paramedics "and everything was ok". The pt received no treatment and was not taken to the hosp. The family member said the pt's seizure appeared to be due to her epilepsy. The pt takes neurontin medication for epilepsy. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The family member did not know how the meter became set to mmol/l. The meter was replaced.